Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker appears to be depleting at a rate lower than the battery calculator estimate. The device right ventricular (rv) pacing percentage was fluctuating and this was causing changes to the longevity calculations. The device remains in service. No adverse patient effects were reported.